Event description:
The following has been reported: biomed reported: pump problem. No active infusion was stopped or any patient harm was noted. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an av sticky valve pump problem failure. A mock infusion was run to duplicate the pump problem alarm. While loading the cassette, the pump kept reading tubing set problem. The pump was reverted to bring up mode to check the set ID. The admin set ID test kept failing. The set ID will be removed and replaced in repair. The pump was opened to inspect for internal damages. The fva lip seals and loading pin lip seals had excessive debris built up on them. The lip seals and their channels were cleaned with alcohol. The rear housing was broken at the screw mount. The pneumatic plate has cracked screw mounts. The lcd screw mounts were broken. The rear cover o-ring was unseated. Both bag hooks are missing. The fva lip seals, loading pin lip seals, rear housing, pneumatic plate, lcd screen, rear cover o-ring, bag hooks, and set ID will all be removed and replaced during repair. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.